Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The device was installed on (B)(6) 2010 and worked successfully until (B)(6) 2010. After this date there were multiple events on the same day which would indicate the pad device was turning itself on automatically. This could deplete the pad-pak and fill the memory. The problem was found to be caused by a fault in the membrane which affected the switching circuitry of the device. This type of fault can be caused by storing the device in an environment where it can be exposed to adverse conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.